Event description:
Customer ot ultra meter would only prompt the error 5 message. The issue was unresolved with troubleshooting. Pt had symptoms of hunger. Pt did not seek any medical intervention. The meter has been replaced for the customer. Customer also reported previously experiencing inaccurate erratic results with a ot ultra meter. Blood glucose results were 55, 153, and 189mg/dl. Tests were done within 10 minutes with a difference of 60%. Pt did not experience any adverse events.